Event description:
From staff: patient was found to have a perivalvular leak via echo post tavr procedure. Tavr procedure was done on [redacted date]. Patient was made aware of the leak and underwent a balloon procedure on [redacted date]. Manufacturer response for 3 ultra transcatheter heart valve, (brand not provided) (per site reporter). [Redacted name], edwards lifescience rep, has been involved in this event.